Event description:
During insertion through the microcatheter, the deltaplush cerecyte microcoil 1.5 mm x 3 cm ((B)(4)) was stretched due to uncontinuous flushing during the procedure.

Manufacturer narrative:
As reported, during insertion through the unknown headway microcatheter, the deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/c13824) was stretched due to not continuously flushing during the procedure. The target vessel site and vessel characteristics are unknown. The microcoil system was returned cleaned by the end user. The cleaning process may have removed evidence from the returned system or produced further damage to the coil. The coil was returned with the proximal end protruding outside the sheath. At the protrusion site the coil has severe buckling and compression damage. The coil's socket ring was pushed down inside the outer sheath and compressed the outer diameter of the sheath. The coil unraveled and pulled away from the distal soldered section. This required external force. No material defects were found. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the surrounding edges damaged. The locking mechanism section has been damaged with compressing and stretching of the sheath material away from the surface. The end user stated that the coil 'was stretched due to uncontinuous flushing during the procedure.' However, two possible contributing factors to the coil damage were found. The primary contributing factor to the coil damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded or caught the inside of the v notch of the resheathing tool and later the sheath caught also the v notch edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance causing severe coil damage, caused the coil to protrude outside the sheath, and prevented the coil from being advanced into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.' Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).' The secondary contributing factor to the coil damage may have occurred due to a lack of continuous flushing during the procedure as stated by the end user in the event description. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.' Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system.' Without the return of the headway microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis, no corrective action is warranted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: headway microcatheter (details unknown).